Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. The patient had brugada syndrome. The patient was in ventricular tachycardia/ventricular fibrillation rhythm and the device failed to deliver a therapy due to intermittent undersensing. The patient was successfully converted with external defibrillation. Programming changes and further testing were recommended. The patient was in a stable condition after the event.

Event description:
Additional information received indicated that programming changes were made.